Event description:
It is reported that the patient received a resolute integrity 3.50 x 22 mm rx drug eluting stent and another resolute integrity 2.50 x 30 mm rx drug eluting stent a month later. The patient is taking plavix, effient and also brilinta medication. After each stent was implanted, he experienced episodes of diarrhea immediately afterwards.

Manufacturer narrative:
Evaluation, results: (root cause of the issue is undetermined); inherent risk of procedure - (reaction); no results available since no evaluation performed -(device or procedural images were not provided for review). Conclusions: inherent risk of procedure - (reaction); unable to confirm complaint - (device or procedural images were not provided for review); root cause of the issue is undetermined). (B)(4).